Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to following conclusions: a piece of the tip to the permanent cautery spatula instrument broke off and fell into a patient; if the malfunction were to recur could likely cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the surgical staff noted that a piece of the tip of the permanent cautery spatula instrument broke off into the patient, they used another instrument to start and finish the case. No patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. (Isi) contacted the initial reporter and verified that the instrument broke when it was initially introduced into the patient, x-ray was performed to locate the part that fell into the patient and the broken piece was retrieved laparoscopically.